Manufacturer narrative:
The field service engineer (fsa) visited the facility and examined the system. No clear root cause was identified; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium and chloride results were generated by the unicel dxc 800 synchron system. The results were reported out of the laboratory and the validity of the results was questioned by the attending physician. The samples were retested on another system and the results obtained were within expectations. Amended results were issued. The system is calibrated once a day and the distilled water supply is cultured for bacteria once a week. No bacterial growth was detected. There were no changes to the patients' care or treatment and no reports of any adverse event or need for medical intervention to prevent or preclude serious injury.